Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0rn4w, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis of the tined lead (va0rn4w) found that the distal end of the electrode had inadequate adhesive in the slots. The lead was electrically okay with no impedance issues observed. The lead was tested dry on the bench, as well as in saline. Suspected body fluid was observed in the electrode area of the lead. Due to inadequate adhesive in the slot of electrodes #0, 1, and 2, suspected body fluids entered into the lead. Fluids in the lead will not impact the performance as the conductors are individually insulated, however, the slots are supposed to contain the adhesive to minimize fluid ingress.

Event description:
It was reported that the lead had high impedance of 3690 ohms. Leads 1 and 2 had impedances between 3690 and greater than 4000 ohms. The action required as a result of the event was that a different product was used. The diagnostic testing performed was impedance testing. The product issue was resolved and the cause of the issue was not determined. It was a full implant procedure and the lead was placed and then tunneled to the pocket. The lead was connected to the implantable neurostimulator (ins) and they noticed high impedance readings. The health care provider (hcp) removed the lead from the ins, cleaned the lead, and reinserted it. The second impedance reading was the same, very high with a number of combinations greater than 4000 ohms. The hcp removed the lead again, inspected the lead, cleaned, and reinserted the lead. The third impedance reading was the same and they decided to remove the lead and place a new lead. They placed the new lead and inserted it into the ins and the impedance reading was normal at 1140 ohms. Once the lead was removed, it looked as if there was blood under the plastic covering at the electrodes. The lead would be returned. There were no patient symptoms or complications associated with the event and the patient status was alive with no injury.